Manufacturer narrative:
It was reported that the surgeon is removing some scar tissue the patient has. Replacement polys have been ordered for replacement surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon is removing some scar tissue the patient has. Replacement polys have been ordered for replacement surgery.